Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. However, the pump was tested with a good battery cap. No blank display was noted during testing. No damage was found on the lcd isolation tape. The pump was also received with corroded battery tube. The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose was over 500 mg/dl. The customer stated that she had high readings because her pump shut off. The customer stated that the battery icon drained within a few hours in the last week. The customer stated that the display was not blank less than 30 seconds. The customer was advised to inspect the battery cap for damage or corrosion. The customer stated that the battery cap is not damaged. The customer will be sent a new battery cap and replacement pump.